Event description:
It was reported that during intravascular ultrasound (ivus), catheter removal difficulties occurred. The target was located in the moderately calcified and moderately tortuous unspecified coronary vessel. The physicians tried to remove the opticross but experienced difficulty removing it due to resistance. They "pushed" the catheter and were able to remove it. The tip of the catheter was noted to be lifted. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The complaint device was returned for analysis. The distance between the distal edge of the distal housing to the tip of the catheter is 54.0mm which is not within specification due to the telescope assembly cannot fully advance the tdh to the most distal portion. A kink was observed at the imaging window approximately 5.3cm from the end of the distal tip. A tear was observed at the outer layer of the sheath near the guidewire exit port. A green substance was observed on pin 4 of the rdc pin. An electrical open at proximal was observed. The catheter was able to connect to the mdu and was recognized by the system, but no image appeared on the screen. It was observed that the coax cable was broken at the proximal side. No other issues or defects were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during intravascular ultrasound (ivus), catheter removal difficulties occurred. The target was located in the moderately calcified and moderately tortuous unspecified coronary vessel. The physicians tried to remove the opticross but experienced difficulty removing it due to resistance. They "pushed" the catheter and were able to remove it. The tip of the catheter was noted to be lifted. No patient complications were reported and the patient's status is good.